Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, approximately 10 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing was performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for post implantation valve requires intervention unknown mechanism of failure was unable to be confirmed; therefore, a lot and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 10 months post implantation is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.